Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the micro catheter phenom was positioned in the m1 segment of the cerebral artery, the stent release began from the right communicating artery segment, however, it did not show mesh opening; the device was re-capped, repositioned several times, and always presented no mesh opening. Release was also attempted in the ophthalmic segment, but also without success. It was decided to remove the entire release system and replace it with another pipeline device, where success was achieved in embolizing the aneurysm. There was resistance (locked up) in the middle of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. The catheter and pushwire were not damaged. There was failure to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The patient was undergoing surgery for treatment of a blister, unruptured aneurysm in the clinoid segment of the right internal carotid artery. The landing zone was 4,3mm distally and 5,1mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was successful aneurysm embolization. The access vessel was the femoral artery with a vessel diameter of 7mm. Ancillary devices include a neuron max, sheath, navien guide catheter, phenom 27 microcatheter, avigo guidewire.

Manufacturer narrative:
H3: the pipeline flex shield device was returned for analysis, stuck inside the returned phenom 27 catheter. The pipeline flex shield tip coil was found stretched. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The pusher wire was found kinked at ~65.0cm to ~72.0cm from the distal tip and at ~22.0cm to ~82.0cm from the proximal end. The braid¿s distal end was found not open due to damaged braid, and the proximal end was open and frayed with dried blood. The braid¿s middle part was fully open with dried blood. No other anomalies were found. The pipeline flex shield device was removed from the phenom 27 catheter lumen without difficulty. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the returned pipeline flex shield braid¿s distal end was found not open due to damaged braid. The braid¿s proximal end was open and frayed. However, the root cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the pipeline was not positioned in a bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity and a damaged braid could have contributed to the failure to open issue. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment technique, advancing/re-sheathing the braid against resistance, or deploying or re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying) and hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the returned phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance and failure to open has not been determined. A continuous saline flush was administered and maintained as indicated in the IFU.